Manufacturer narrative:
Root cause: use error/training. Per the tandem user guide: if more than 10 seconds have passed with no input, the bolus is canceled and never delivered. In this case, the incomplete bolus alert will be displayed on your pump no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request and did not complete the loading sequence when changing their cartridge, which resulted in an elevated blood glucose level that was displayed as ¿high¿, although a specific value was not provided. The customer administered a manual injection and changed pump supplies to address the bg and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert and completing the loading sequence.